Manufacturer narrative:
Additional pro code (product code): dqy.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified vein. A 5.0mm x 40mm x 50cm athletis pta balloon dilatation catheter was advanced. However, during the second inflation at 36 atmospheres for 60 seconds, the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications reported and the patient was in good condition.